Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / vicryl suture, involved contributed to the adverse events described in the article, specifically: seroma, wound infection, prolonged pain after 6 months, hypertrophic scar, and recurrence? If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, vicryl suture? (B)(4).

Event description:
It was reported in a journal article that the patient underwent an incisional hernia repair or combined with abdominoplasty procedure on unknown date and the suture was used for the superficial fascial system or for dermis closure. The patient possibly experienced prolonged seroma requiring office drainage, and/or wound infection which was treated with wound opening, drainage, and dressing. It was possible that the patient experienced prolonged pain after six months resolved within eight months of surgery, hypertrophic scar and/or recurrence. Additional information has been requested.